Manufacturer narrative:
(B)(4). Date sent: 6/22/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: no unusual sensation was noted during use. The staple shape was reviewed on video, but the staple shape could not be clearly confirmed. However, the tissue appeared to be closed. The staple formation issue after deploying occurred on the kidney specimen side, and there did not appear to be any bleeding. When the device was removed, the hospital felt that the staples had not been applied. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was used on the renal vein during kidney transplantation. Staples were formed on only one side, while the opposite side was not stapled. Observation was performed. The cartridge color was white. There were no adverse consequences to the patient. No additional information was provided.